Event description:
When I connected it to the processor, the image in the mask did not appear and it was black. Characters are displayed on the monitor. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the distal end assy with drive pcb. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. In addition, we confirmed that insertion flexible tube crushed; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, it was evaluated to submit MDR. Coding changed based on the investigation result.